Event description:
This event was raised to document the pain the patient is experiencing in his right hip following a prior revision surgery.

Manufacturer narrative:
Additional devices listed in this report: cat # 63093254, lot # lca550, description: exeter x3 rimfit id32 od54; cat # 0942-8-025, lot # g2911862, description: x-change wall mesh small; cat # 6260-9-232, lot # 37723602, description: 32mm +4 lfit v40 head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation. Device remains implanted.

Event description:
This event was raised to document the pain the patient is experiencing in his right hip following a prior revision surgery.

Manufacturer narrative:
An event regarding pain involving an exeter stem was reported. The event was confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: a review by a clinical consultant concluded that the reported residual complaints two years after revision surgery are most probably related to such reduction in abductor muscular force causing gait disorder and pain with effort in and around the hip. Muscle damage heals by scar formation consisting of fibrous tissue and thus muscle loss is often permanent. Therefore, hip range of motion may also be adversely affected. There is no explicit or objective information though on the clinical results after revision surgery. -device history review: a device history review confirmed all devices were manufactured and accepted into finished goods with no relevant reported discrepancies. -complaint history review: a complaint history review confirmed no similar events for the reported lot. Conclusions: while the root cause could not be determined for this event, a review of the event by a clinical consultant concluded that the residual complaints for pain after revision surgery can be considered an adverse effect of scar tissue formation after abductor muscle necrosis in the left hip. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
This event was raised to document the pain the patient is experiencing in his right hip following a prior revision surgery.

Manufacturer narrative:
This information in this report was provided by a solicitor from the UK. This event was raised to document the patient's ongoing pain following a revision procedure. The hip system currently implanted in the patient is unknown. Should additional information become available, it will be provided in a supplemental report upon closure of the investigation. Device not available.